Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of a tortuous lad coronary atery, the quantum maverick monorail balloon lost pressure at 20 atm's on the initial inflation. The patient was asymptomatic during this event. The type and size of introducer sheath, guidewire, guide catheter and which inflation device was used are unknown. The procedure was successfully completed. Patient status is reported as 'good'